Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported the infusion set's tubing was detached from the connector on (B)(6) 2022 (approximately as event occurred last week) leading to high blood glucose level ranging between 400-405 mg/dl also, the infusion set was used for 1-2 days. Further, the patient replaced infusion set and insulin was resumed successfully.